Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: dr performed a complex hip procedure requiring the modular restoration hip system to be used. The procedure went well and he took an interoperative x-ray and everything appeared normal. Patient was closed and taken to post operative care where they took post op films. The lateral film showed the stem had perforated the outer cortex. The patient was taken back into the or and a second procedure was performed. He removed the above implants and replaced them with larger implants. Larger diameter and length. More interoperative x-rays were taken and patient was closed."